Manufacturer narrative:
This is a downgrade report, which no longer meets the criteria for expedited reporting. Evaluation summary a patient reported that the "'dose knob and plastic dose window" on his humapen luxura device were loose. He experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch 1109b02, manufactured september 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of manufacturing line, thus ensuring dose accuracy. A complaint history review of the batch did not identify any atypical trends with regard to dose accuracy. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company and reported adverse events and a product complaint, concerned a (B)(6) male of unknown age. Medical history was not provided. The patient was not taking any concomitant medications. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (humalog mix 25) at an unknown dose twice a day, from 2002 to 2011. The patient also received insulin lispro protamine suspension 50%/ insulin lispro 50% (humalog mix 50) at 13 in the morning, 14 in the noon and 12 in the evening, beginning in 2011. Both suspect products were taken via humapen luxura burgundy, subcutaneously, for the treatment of diabetes mellitus. On an unknown date in 2011, nine years from onset of insulin lispro protamine suspension 75%/ insulin lispro 25%, the patient was hospitalized due to adjusting blood glucose regularly. No other details or blood glucose values were provided. The patients physician suggested changing from insulin lispro protamine suspension 75%/ insulin lispro 25% to insulin lispro protamine suspension 50%/ insulin lispro 50%. Beginning on an unknown date, time to onset of insulin lispro protamine suspension 50%/ insulin lispro 50% not provided, the patients blood glucose was unstable; fasting blood glucose was 10 and postprandial blood glucose was 3.5 (units and reference range not provided). The patient also experienced palpitation and cold sweating. The events of palpitation and cold sweating were relieved after eating food. It was indicated that the regulation cock and dial gauge of the humapen luxura had loosened spontaneously (lot number 1109b02 associated with product complaint 3231310). No additional information was provided and no other treatment measures were indicated. No event outcome was reported for events of hospitalized due to adjusting blood glucose regularly and blood glucose was unstable; fasting blood glucose was 10. Use of insulin lispro protamine suspension 50%/ insulin lispro 50% was continued. The patient was the user of the device. The training status was not provided. General and suspect device duration of use was five years (2010).the device was not returned. The reporting consumer did not offer an opinion of relatedness for either drug. Update 09jan2015: upon review of this case on 09jan2015, the case was opened to update the medwatch fields for regulatory reporting. Update 12jan2015: follow-up was received from the initial reporter on 12jan2015. The reporter declined to provide any other information. This case will be considered lost to follow-up. Update 10feb2015: product complaint number was forwarded by the affiliate on 09feb2015. No updates were made in the case. Update 27feb2015. Additional information received 26feb2015 from the global product complaint system. To the device tab updated the device from an unknown luxura body type to a luxura burgundy, added manufacture date, added the device specific safety summary (dsss), updated the EU/ca field and medwatch fields, and updated the narrative accordingly.

Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by a consumer who contacted the company and reported adverse events and a product complaint, concerned a chinese male of unknown age. Medical history was not provided. The patient was not taking any concomitant medications. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (humalog mix 25) at an unknown dose twice a day, from 2002 to 2011. The patient also received insulin lispro protamine suspension 50%/ insulin lispro 50% (humalog mix 50) at 13 in the morning, 14 in the noon and 12 in the evening, beginning in 2011. Both suspect products were taken via humapen luxura, subcutaneously, for the treatment of diabetes mellitus. On an unknown date in 2011, nine years from onset of insulin lispro protamine suspension 75%/ insulin lispro 25%, the patient was hospitalized due to adjusting blood glucose regularly. No other details or blood glucose values were provided. The patients physician suggested changing from insulin lispro protamine suspension 75%/ insulin lispro 25% to insulin lispro protamine suspension 50%/ insulin lispro 50%. Beginning on an unknown date, time to onset of insulin lispro protamine suspension 50%/ insulin lispro 50% not provided, the patients blood glucose was unstable; fasting blood glucose was 10 and postprandial blood glucose was 3.5 (units and reference range not provided). The patient also experienced palpitation and cold sweating. The events of palpitation and cold sweating were relieved after eating food. It was indicated that the regulation cock and dial gauge of the humapen luxura had loosened spontaneously (lot number 1109b02). No additional information was provided and no other treatment measures were indicated. No event outcome was reported for events of hospitalized due to adjusting blood glucose regularly and blood glucose was unstable; fasting blood glucose was 10. Use of insulin lispro protamine suspension 50%/ insulin lispro 50% was continued. The patient was the user of the device. The training status was not provided. General and suspect device duration of use was five years (2010). If device is returned, an evaluation will be performed. The reporting consumer did not offer an opinion of relatedness for either drug. Update 09jan2015: upon review of this case on 09jan2015, the case was opened to update the medwatch fields for regulatory reporting. Update 12jan2015: follow-up was received from the initial reporter on 12jan2015. The reporter declined to provide any other information. This case will be considered lost to follow-up

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.